Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the handset was taking longer to deliver the bolus. The patient stated that the screen was getting stuck at 90%. The patient stated that they had been experiencing this issue since they received the device. The agent reviewed data and assisted the patient with deleting data. After that, the patient was able to connect to the pump without lag. The patient was directed to call back if further assistance was needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.